Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour they had experienced pain and bleeding at the pod infusion site (thigh). In addition upon removal of the pod from the infusion site it was discovered that the needle had not fully retracted upon initial activation.

Manufacturer narrative:
The device was received fully deployed and the data showed no drive stalls, timeouts or alarms. The device was also received with the needle fully retracted. Upon initial inspection, there was a small trace of blood on the adhesive pad. After opening the device, no damages or deficiencies were found to the needle and needle mechanism that would lead to bleeding/ bruising/ pain or the needle not retracting. A lock n' load tool was used to reset the device and the device deployed as intended. No other damages or deficiencies were found.